Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not turning on. And when battery was removed, battery and compartment is wet. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.